Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint for broken haptic was observed; however, no "white crystals" were observed on the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: a portion of the lens was returned wrapped in soaked gauze dressing in a labeled specimen container. Solution is dried on the lens. One haptic tip is broken/torn-not returned. The other haptic was not returned. The optic is torn/split- possibly cut. The portion of the optic returned is scratched/marked. The reported complaint for "white crystals" was not observed. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A user facility reported that during a postoperative check following intraocular lens (iol) implant surgery, it was noted the rear end of the haptic was broken. In addition, white crystals were observed on the iol. The lens was exchanged. During the exchange procedure, the capsule ruptured. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first lens.